Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found the back cover to be damaged and pushing on the pressure hose causing it to leak. To fix the issue, the fse repaired the damaged case and reattached the hose. The fse confirmed the unit passed the leak test with no issue. The iabp passed all calibration, functional and safety tests to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed a leak test performed by the customer during a routine check. There was no patient involvement, and there was no adverse event reported.